Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 400cc and suffered from capsular contracture baker grade iii and breast pain on the right side. As a result, the patient had undergone removal on (B)(6) 2020.

Manufacturer narrative:
On 3/2/2020, a manufacturing record evaluation was performed for the finished device 7732063 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device 7732063 number, and no non-conformances were identified. Since the product has not been returned, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. Capsular contracture is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).